Event description:
It was reported that occlusion alarms occurred. The customer changed pump supplies to address the issue; however, a replacement pump was sent to the customer. Customer reported a low blood glucose (bg) level was 50 mg/dl, cause was unknown. Customer declined troubleshooting or to provide additional information regarding the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.